Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively the grinder gauge of the device broke off. In repeated occasions, the device did not recognize the adaptor or cartridge. The state of the status indicator and the 5 white lights were flashing and the status of the handle, adapter and reload indicator of the device were all off. The stapler was unable to fire and the surgeon was unable to press the green button and squeeze the handle.